Event description:
The personnel were attending to a pt, in cardiac arrest, who reportedly had been given CPR for 5-7 minutes prior to their arrival. The pt was countershocked and converted from ventricular fibrillation to asystole. External pacing was then attempted however allegedly the device continuously displayed a leads message and would not pace. The pt was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the reporter's assessment of the pt's viability.